Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the material on the lid was adhesive from the packaging and that there was no risk to the patient as it is bio- compatible. This complaint is reassessed as not reportable, as this is not a malfunction that is likely to lead to a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that during the knee arthroplasty surgery, the implant was opened to be implanted and there was packaging material stuck to inside package. A different implant was utilized to complete the surgery. There was no harm to the patient, as this was not implanted during the case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the packaging contained a white residue on the top surface of the inner plastic retainer. Analysis of the residue determined that it was consistent with the adhesive used on the tyvek lids. The retainer was handled, bent and contains adhesive on it, which might have affected the thickness and its measurement. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. No problem was found with the device; however, there was issue with the packaging design. Upon further review the sterile barrier integrity is maintained and there is no risk to the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.